Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 24 (this alarm is generated when a power failure is detected), pump error 49 (history pointers failed. The history pointers are corrupted) and pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was partially performed and self test was passed but there were no vibrations during the vibrate test. The pump was exposed to a high magnetic environment. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. History was downloaded successfully using thus software. History was download successfully using thus software. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. However, the long trace history file confirms pump error 23 alarm on 04/12/2025 08:50:08:000 pm, pump error 49 on 04/12/2025 08:43:21:000 pm and pump error 68 on 04/12/2025 08:43:30:000 pm due to moisture damage on electronics assembly. Test sc1-cap locked properly into reservoir compartment during testing. The unit p-cap / test reservoir locks in place properly. Unit received with scratched case at battery tube side. Unit was confirmed for pump error 23, 24, 49 and 68 alarm due to moisture damage. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.